Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was surgically abandoned during a procedure performed to replace the implanted pacemaker. A new lv lead was implanted. There were no additional adverse effects reported.